Event description:
It was reported that the pt underwent surgery to remove the implant, due to pseudarthrosis approx fourteen months post-operatively. The surgery was reported to have been completed successfully.

Manufacturer narrative:
The explanted device was not available for eval. No conclusion can be made.